Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. In (B)(6) 2019, the patient presented symptoms of aortic stenosis. On (B)(6) 2019, the patient was admitted due to a rise in pressure gradient. On (B)(6) 2019, the valve was explanted and replaced with a carpentier edwards magna ease. Upon explant, it was noted that there were severe calcification on the valve, but no tears or damage to the device was observed. The patient is not diabetic and does not have a history of hemodialysis treatment. The patient remained hemodynamically stable throughout the procedure and was discharged normally.

Manufacturer narrative:
The valve was reportedly explanted for aortic stenosis and an elevation in gradient. The reported calcification was confirmed, as leaflets 1 and 3 contained calcifications and associated tears. All 3 leaflets were fibrotically thickened. Fibrous pannus ingrowth on the outflow surface of leaflets 2 and 3 immobilized the leaflets. The inflow surface contained circumferential fibrous pannus ingrowth. A horizontal fold was found in leaflet 3, creating incomplete coaptation. The sewing cuff had been completely removed during explant. No inflammation was found in the tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The reported aortic stenosis and high gradient were consistent with the pannus ingrowth and calcifications impeding leaflet mobility. The root cause of the calcification and pannus ingrowth could not be conclusively determined. However, calcification is a known event associated with tissue heart valves, and the complete removal of the sewing cuff and outflow pannus, including at all 3 stent posts, was possible evidence of interaction with the patient's aortic wall.